Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the service tech reported the device failed to switch to battery power when unplugged. No other details regarding the nature of this event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.